Event description:
Complainant alleged that during a routine shift check by a clinician, the device increased and charge energy on it's own. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty front panel memebrane.